Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had noisy image showing on display. The issue was found during service / maintenance of the device. There were no reports of patient involvement.

Event description:
It was observed that during the device evaluation, the image does not display, the image displays intermittently, white spots appear on the image, and there is a cable unit malfunction. There was no patient involvement.

Manufacturer narrative:
This report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and it was found that the image does not display, the image displays intermittently, white spots appear on the image, and there is a cable unit malfunction. A definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.